Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information provided, the investigation determined that the reported separation, entrapment of the device and device damage by another device appear to be due to circumstances of the procedure. Additionally, the device embedded in vessel, skin irritation, delay in procedure and prolonged hospitalization are related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an obtuse marginal lesion. Post implantation of an unspecified stent, a whisper ms guide wire became trapped under the deployed stent and the proximal portion of the core snapped while attempting to remove it. The patient remained stable while trying to retrieve the wire, additional contrast/radiation was experienced by the patient. Further stenting was performed to secure the separated guide wire portion. The patients hospitalization was prolonged by a day and skin irritation was reported due to the extra radiation exposure. A clinically significant delay was reported. No additional information was provided.